Manufacturer narrative:
(B)(4). Results: the cat3 was fractured approximately 46.5 cm from the hub. The cat3 was kinked approximately 12.5 and 148.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the cat3 was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the initial resistance could not be determined. Further evaluation of the returned device revealed that the cat3 was kinked. These kinks were likely incidental and may have occurred while packaging the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat3 aspiration catheter (cat3). During the procedure, the physician felt resistance advancing the cat3 into the non-penumbra sheath, consequently, the cat3 bent and broke. The cat3 was therefore removed, and the procedure was completed using a new cat3 and the same sheath. There was no report of an adverse effect to the patient.